Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: the device was not returned; therefore, an inspection could not be performed. Functional/performance evaluation: the device was not returned; therefore, an evaluation could not be performed. Medical records review: the patient with history of extensive deep venous thrombosis and pulmonary embolus was scheduled for vena cava filter placement. The right common femoral vein was accessed and the filter was successfully placed. There were no reported complications. Approximately six months post filter deployment, the patient was scheduled for filter retrieval. The right internal jugular vein was accessed and due to the position of the filter, removal attempts were unsuccessful. Imaging demonstrated the filter to be in a tilted position. The procedure was concluded and the patient was discharged to primary care. CT scan of the abdomen and pelvis approximately eight months post filter deployment demonstrated all twelve filter limbs intact, with several limbs appearing to be extravascular. Approximately one week post CT scan, the patient was scheduled for another filter retrieval attempt. The right internal jugular vein was accessed and multiple attempts with multiple devices were used in an attempt to snare the hook of the filter. During the retrieval attempt, two filter limbs were directed superiorly. The procedure was concluded and completion venogram demonstrated no contrast extravasation. No immediate complications were noted. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was successfully deployed. Six months post filter deployment, attempts were made to remove the filter however it could not be snared. Imaging demonstrated the filter to be tilted. Eight months post filter deployment, the filter was attempted to be removed once again. Multiple attempts failed to removed the filter. During retrieval, two filter limbs were directed superiorly. Imaging demonstrated no detached limbs however several limbs were noted to be extending beyond the ivc wall. Based on the medical records, the investigation is confirmed for a tilted filter, filter limb perforation, material deformation, and removal difficulties. Per the medical records, the filter could have been difficult to remove due to the angulation of the filter. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters; do not attempt to remove the eclipse filter if significant amounts of thrombus are trapped within the filter or if the filter snare hook is embedded within the cava wall; filter malposition; filter tilt; perforation or other acute or chronic damage of the ivc. Precautions: this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Remove the eclipse filter using an intravascular snare or the recovery cone removal system only. Refer to the optional procedure for filter removal section for details. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately six months post filter deployment, during scheduled filter retrieval, imaging demonstrated a tilted filter and the filter was unable to be retrieved. CT scan performed approximately eight months post filter deployment demonstrated twelve intact filter limbs with several limbs extending beyond the caval wall. Approximately one week post CT scan, another filter retrieval attempt was performed. Multiple devices were used in an unsuccessful attempt to snare the filter. During the retrieval, two filter limbs were directed superiorly. The decision was made to leave the filter in place and no immediate complications were noted. No additional information was provided in the medical records received.